Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion and lead fractured.

Event description:
The device's stored egms were reviewed. There were lead noise during the episode recorded on (B)(6) 2011. The device delivered inappropriate therapy as a result.